Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with there infusion set which resulted in high blood glucose. The customer states they were having bent cannulas and insulin would not go through which would result in the high blood glucose levels. The customer¿s blood glucose level was 500mg/dl at the time of incident. The customer declined to trouble shoot for high blood glucose and was advised to follow up with health care provider about the high blood glucose.